Event description:
It was reported that there was particulate matter (pm) observed inside of a large volume folfusor. The pm was observed inside the elastomeric pump during final inspection prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured from may 28, 2022 - may 29, 2022. The device was received for evaluation. A visual inspection was performed, and it was noted that a white particle was observed floating freely in the fluid of the bladder. The particle was in the fluid path. The floating particle was subsequently removed from the bladder for measurement and material identification. The particle was identified to be acrylic material via ftir test. Acrylic is the material of the stressmember. The stressmember is located inside the bladder. Therefore, acrylic particle is not foreign particle; acrylic particle is intrinsic to the device. The stressmember has a 5-micron filter which prevents acrylic particles or other particulate matter from moving out of the bladder, downstream of the fluid path. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.